Event description:
The reporter stated that there was an inaccurate delivery. The unit was set to deliver 10cc using a 12cc monoject syringe for a period of one hour. The unit delivered 9cc. There was no pt injury or treatment reported with this event.